Manufacturer narrative:
Method: actual device not evaluated. Result: no results available since no tests performed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), product return and retains analysis. The DHR could not be reviewed as the lot number was not available. Trending analysis by lot number was not reviewed as the lot number was not available. The sra indicates the risk associated with a quality problem with no impact to safety is "low." The suspect bi was not returned for evaluation so no evaluation could be performed. Retains testing was not performed as the lot number was not available. The likely assignable cause was due to user error as the biological indicator (bi) was used in a sterilizer that is not validated for the sterrad® cyclesure® 24 bi. A customer letter was sent informing that the sterilizer used is not supported for use with the sterrad® cyclesure® 24 bi. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4) suspect positive bi.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after running a validation their atherton dragon sterilizer. It is unknown whether or not a load was involved and if the load was released. There is no reported serious injury reported with this event. The customer was advised that cyclesure 24 biological indicator (bi) is validated for use with sterrad sterilizers only and that sterility cannot be assured. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators. (B)(4) are related complaints from the same facility. This is three of four reports being submitted for this event. Please reference manufacturer report numbers: 2084725-2016-00229, 2084725-2016-00230, 2084725-2016-00231, 2084725-2016-00232.

Manufacturer narrative:
Additional information received from the customer indicates the load involved was not released on a patient(s) as it was an empty cycle used for validation of the non-asp sterilization unit. Therefore, the event is not considered reportable for asp. (B)(4).